Event description:
It was reported by the customer through a direct call to the emergency support program that the cardiosave intra aortic balloon pump experienced a gas loss in iab circuit alarm during use. The customer stated and reported "we believe we got the issue resolved. The patient went into vtach and so we got an alarm on the balloon, but the fellow came in and helped us troubleshoot.¿ troubleshooting determined the alarm was a gas loss alarm. The customer reached out to their fellow before calling the support line and while waiting for the md¿s arrival, they also called the support line. While waiting for the return call from esp, the fellow arrived and resolved the alarm. However, the customer did not utilize the help screen or the iab fill key. Esp personnel had the customer verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. Esp personnel explained the nature of the alarm and based on the information the customer gave regarding the patient¿s hemodynamics and clinical picture, the alarm was caused by an episode of vtach. Esp personnel encouraged the customer to call the esp line should the alarm go off several times in an hour so that they could troubleshoot together.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: b5, d9, g2, h3. There was no determined malfunction of the catheter or the pump and the complaint is being placed due to related knowledge deficiency. No mention of patient injury or harm reported.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a gas loss alarm occurred during the use of intra-aortic balloon (iab) therapy on the cardiosave intra-aortic balloon pump (iabp). No harm reported.